Manufacturer narrative:
Philips service replaced clea2 longitudinal drive assy and amc triple servo drive hp-lp-lp, performed calibration and adjustment, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arm stopped moving during examination due to a motor assembly error identified on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.